Event description:
It was reported that during percutaneous coronary intervention (pci), th stent dislodged and a dissection occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 12mm promus element plus stent was used to treat the lesion. The physician already had placed 2 promus element stents in the rca and when he was pulling the 3rd stent (promus element plus,mr,us 3.00x12mm) down; the stent came off the balloon shaft in the rca. He ended the procedure by ballooning the promus element plus, mr, us 3.00 x 12mm stent open with an emerge balloon and he was able to open the stent but there was a dissection noted in the rca. The procedure was completed with this device and the patient's status post-procedure was fine.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).